Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that IV pump beeping "air in line." The nurse removed the tubing from the channel in an attempt to fix it and noticed that the IV fluid was leaking from the tubing (top where the rubber insert meets the blue.

Manufacturer narrative:
One set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and pressurized. No leakage was seen. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.